Event description:
Customer reported that at completion of a right throid lobectomy, while inserting the drain and pulling back through the puncture site, the drain tore off the tubing. This happened to 2 drains in the same procedure. There are no reported adverse patient consequences.